Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that when debugging the device, the front panel became black screen. Then restarted the device and it turned to normal. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.